Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during patient infusion. The device had been filled with fluorouracil 100ml 5g: 3552.6mg and 0.9% sodium chloride 100ml: 49,95ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.